Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during procedure cut wounds occurred when harvesting the skin graft, using the dermatome an. The width plates didn't properly fit the cutting blade resulting in inadequate fixation. It appears that the screw that's fixating the width plate can't be screwed in deep and tightly enough. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR,device manufacture date. Conclusion summary: on (B)(6) 2018, it was reported that during a procedure, cut wounds occurred when harvesting the skin graft. The width plates didn't properly fit the cutting blade resulting in inadequate fixation. A second dermatome was checked and this one also showed the same issue. It appears that the screw that's fixating the width plate can't be screwed in deep and tightly enough. The customer returned a dermatome an device, serial number: (B)(4), for evaluation. The customer also returned a screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. When reviewing the DHR for this device it was noted that machine heads from the supplier, criterion, were used to build the devices on this lot. Through investigation it was determined that the chamfer on the width plate screw feature from this supplier was not sufficient enough to allow the width plate to be properly seated. A stock investigation was performed and the effected components have been quarantined and all effected product will be subsequently reworked. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number: (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on april 23, 2018 revealed that the control bar was low, the width plate was loose and the control bar was loose. The device operated within motor speed specifications and was within calibration and side to side specifications. Repair of the dermatome an has not yet been performed by zimmer biomet surgical as this issue is being further investigated. The reported event was confirmed since during the product review it was noted that the control bar was low, the width plate was loose and the control bar was loose. The root cause of the reported event was due to the shallow chamfer on the machine head of the device. The shallow chamfer would not allow the width plate screw to fully seat in the device and therefore the width plate could not be properly tightened down. During the product review it was noted that the control bar was low, the width plate was loose and the control bar was loose. Also, if the control bar is low, the blade will overhang and become the first point of contact of the device. These issues are being further investigated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.